Event description:
It was reported that the user¿s blood glucose was elevated to 277 mg/dl after insulin delivery was interrupted for approximately five hours when a low insulin alert was ignored during sleep, and the ilet system subsequently did not deliver insulin until the user awoke; glucose was later observed trending down to 257 mg/dl after the issue was recognized and addressed. Symptoms included hyperglycemia. Outcomes included user counseling to hydrate, monitor glucose, and follow up as needed, with no hospitalization. Investigation included review of system data and user report. Investigation of this case revealed that the elevation in glucose was consistent with prolonged interruption of insulin delivery following a low insulin alert, indicating use-related interruption of therapy rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to user response to the alert and the resultant therapy gap. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.